Event description:
The lay user/patient contacted lifescan alleging that she rec'd medical attention becuase her one touch ultra would not turn on. The pt first noticed the power issue in 06/06 (aorund 1:30pm) when she was feeling shaky, dizzy, and had low blood surgar symptoms. The pt had already eaten lunch and was watching television when the symptoms started. The pt's last successful test, "148 mg/dl," was obtained the night before when she went to bed. The pt did not take any actions to treat her symptoms at home. The pt also stated that she does not take any medications for diabets. Because the pt was unable to test while having symptoms, her sister took her to the emergency room where she got a blood glucose resi;t pf "64 mg/dl." The pt was given glucose tablets and was released with a blood glucose result of "139 mg/dl." This complaint is being reported becuase the pt was unable to test while experiencing low blood sugar symtpoms. She sought medical attention and rec'd glucose in the emergency room. The power issue was unresolved through troubleshooting with the customer care advocate. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them.